Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged (broken) resulting the female connector (dark blue) ¿was coming out¿ of the main body (light blue). This occurred when the patient disconnected from the unltrabag, after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a3: gender: female (previously submitted as ni). Correction made to b3/d10: the events occurred on (B)(6) 2022, on an unspecified date in june 2022, reported as "at the end of june," and on (B)(6) 2022 (previously submitted as (B)(6)2022 only) correction made to d5: operator of device: patient/consumer (previously submitted as health professional) correction made to e1: initial reporter first name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter city: (B)(6) (previously submitted as ni). Additional information was added to b7, e1: initial reporter postal code, e3: occupation, g2: report source, h3, h6 and h10. B7: the transfer set was installed on (B)(6) 2022. H10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.